Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the penumbra system 3max reperfusion catheter (3maxc) was cut a few centimeters from the hub upon removal from the packaging hoop. The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Results: the 3max was partially fractured approximately 19.0 cm from the hub and there were signed of yielding approximately 2.0 cm proximal to the fracture. There were slight bends on the 3maxc distal shaft. Conclusions: evaluation of the returned 3maxc revealed a fracture on its proximal length. If the device is forcefully retracted from the packaging hoop at extreme angles, damage such as this may occur. There were signs of yielding just proximal to the fracture further supporting that the device was manipulated at extreme angles. Further evaluation revealed slight bends on the distal shaft. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.